Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient had a hematoma and an infection at the generator site following their generator replacement surgery. The incision site had reportedly opened up. It was reported that the patient continually rubbed the incision site. The patient was referred for generator explant. The device history records were reviewed for the generator and indicated that the product passed all quality tests and was sterilized per specifications. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.